Manufacturer narrative:
The reported failure of vent service required alarm associated with a hardware fault that prevented the internal or detachable li-ion battery from charging for greater than or equal to one minute is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of internal flow verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. There were no reports of patient harm or injury associated with this event. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device log files were successfully downloaded and reviewed. Analysis identified a "vent service required" alarm associated with a hardware fault that prevented the internal or detachable li-ion battery from charging for greater than or equal to one minute. Potential causes for this condition include charger circuitry fault, system printed circuit assembly (pca) fault, battery fault, power supply fault, or battery cable/connector fault. To address the issue, the detachable battery pca harness and detachable battery printed circuit assembly (pca) were replaced. During diagnostic testing, the device failed the internal flow verification test. Further evaluation identified that the in-line prox, blower, and machine flow sensor were clogged with dust and required replacement. Additionally, unrelated to the reported malfunction, the device failed the fan verification test. It was noted that noise was present from the fan and that the top and bottom fan on/off control was not functioning. As a result, two cooling fan assemblies and the system printed circuit assembly (pca) were replaced. The fan verification test evaluates operation of the circulation fan, and failure of this test does not impact therapy delivery. As part of the four-year preventive maintenance assessment, the muffler assembly and air inlet foam filter were replaced. The valve and battery were evaluated and determined to be in normal condition and did not require replacement. Following repair, the device passed all testing.